Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report# 1627487-2016-00778.it was reported the patient experienced pain in the right leg during the trial procedure when the trial leads were implanted. The physician pulled out the leads and abandoned the procedure. MRI was taken which resulted normal. The physician prescribed steroids and pain medication to the patient. Further follow up identified the pain is reducing and the patient's condition is improving.